Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15973. It was reported patient experienced pain in and around the stimulator site. Company representatives observed that infection was present at the ipg and lead site. Patient was treated with IV antibiotics. As a result, patient underwent surgical intervention wherein the system was explanted. The patient is in stable condition.